Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting off. Reportedly, the customer experienced an elevated blood glucose (bg) level of 587 mg/dl with trace ketones. Cause was not known. Customer administered a manual injection to address bg. Customer changed the pump charging supplies but the issue persisted and the pump was unable to be charged. The customer reverted to manual injections for insulin therapy.